Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with prismaflex st150, an unknown white granules was observed inside the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photo showed white particles present inside the fluid path. The reported condition was verified. Visual inspection of the provided photo did not identify any specific defect on the impacted set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.